Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold measurements 2.9 volts at 2.0 milli seconds. This lead will be surgically revise and remains in service. No additional adverse patient effects were reported.